Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of myocardial infarction, thrombosis and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2012, the patient underwent a coronary procedure with implantation of a 4.0 x 15 mm xience prime stent in the left main artery/proximal left anterior descending (lad) artery complex, a 2.75 x 15 mm xience prime stent in the obtuse marginal artery and a 2.75 x 33 mm xience prime stent in the mid lad. On (B)(6) 2016, the patient was re-hospitalized with myocardial infarction, diagnosed due to electrocardiogram (ECG) changes. In-stent restenosis/thrombosis was noted within the 4.0 x 15 mm xience prime stent implanted in the left main/proximal lad and percutaneous coronary intervention was performed. The event resolved on (B)(6) 2016. No additional information was provided.